Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Based on the initial analysis, the RMA was authorized due to possibility of damage in the optical channel. Damage to optical channel was suspected since raw sensor data in dms showed very little modulation on signal channel. The potential cause of such behavior may be due to lack of hydration of the hydro-gel after insertion. Upon receipt of the RMA, the sensor was tested in-house, and the review of qc data did not reveal any malfunction of the sensor. The issue observed in the field, could not be reproduced during the qc in-vitro testing. As part of resolution, the RMA was authorized to offer the user a sensor. Replacement.

Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.